Event description:
Info received indicates the head of the bed will not go up.

Manufacturer narrative:
The tech isolated the issue to a sticking CPR valve. He replaced the CPR valve to repair the bed.